Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cva is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted today with signs and symptoms of cerebral vascular accident (cva). Patient presented to emergency department (ed) on (B)(6) with symptoms of cva right facial droop with expressive aphasia. Distal left mca stroke with nihss 5 mrs 2 right facial droop (complete cnv11 and expressive aphasia, dysarthria). Symptoms resolved and patient was discharged on (B)(6). While wife was driving patient home symptoms returned. Site reports patient has aphasia but no other deficits has been stated that there are intermittent symptoms, patient remains hospitalized symptoms thought to be related to cerebral blood flow, long term prognosis unknown mrs 2 at this time. Stroke team was notified of patient's mrs is 2 on 6/17/2016. Recommendations for post-acute care, is to ensure sufficient oxygen and blood pressure as old stroke is likely flow dependent. . No additional information available.